Event description:
It was reported that during therapy there was difficulty inserting the intra-aortic balloon (iab) into an 8fr sheath. A second iab insertion attempt occurred, but there was still difficulty inserting through the manufacturer's 8fr sheath. The customer used a competitor's 10 fr sheath and successfully inserted the second balloon after being unable to use the manufacturer's sheath. The patient was transferred to a different facility with the 2nd iab in place. The indication for use was a pre CABG (coronary artery bypass graft). There was no reported injury to the patient. This submission is for the 1st iab used.

Manufacturer narrative:
The lot number changed from 3000061340 to 3000047057, expiration date changed from 11/06/2020 to 03/10/2020 and device manufacture date changed from 11/06/2017 to 02/20/2017. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. The sheath was returned separate from the iab. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Two kinks were observed on the inner lumen within the membrane approximately 8.1cm and 9.1cm from the iab tip. The returned sheath was measured and found to be dimensionally within specification. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the kinked inner lumen and membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated kinks on the inner lumen and catheter tubing. We are unable to determine when the kinks may have occurred. Although we did not repeat this event in the laboratory setting, a kink in the inner lumen can cause difficulty during insertion. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during therapy there was difficulty inserting the intra-aortic balloon (iab) into an 8fr sheath. A second iab insertion attempt occurred, but there was still difficulty inserting through the manufacturer's 8fr sheath. The customer used a competitor's 10 fr sheath and successfully inserted the second balloon after being unable to use the manufacturer's sheath. The patient was transferred to a different facility with the 2nd iab in place. The indication for use was a pre CABG (coronary artery bypass graft). There was no reported injury to the patient. This submission is for the 1st iab used.